Event description:
Pt underwent revision surgery to implant subject device in 97. Surgeon used 11 bone screws and "grafton putty" bone graft. Pt slipped in may, 1998. X-rays taken indicated implant had broken. Pt underwent another revision surgery to remove the subject device and replace it in 98.